Event description:
(B)(4). It was reported that subsequent to a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with class 2 stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 98% stenosed lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.50mm and a lesion length of 24mm. The lesion was predilated with an unspecified balloon and 3.50x24mm taxus element stent was deployed, resulting in 0% residual stenosis. On the day following the procedure, the patient experienced a troponin level elevation, an echocardiogram was performed and a myocardial infarction was diagnosed. No action was taken to treat this event and no ischemic symptoms were present. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: (B)(6) 1945. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).